Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). External cause. No product carton was returned, only the sealed package. The package was visually examined and it was found to be properly labeled and has complete seal around circumference of the blister and tyvek lid. It was confirmed that there was a large rip in the tyvek that was formed from the outside and was not over any part of the device, just open space, and was likely caused by forceful impact into the tyvek. Nothing in ees process would account for the size and type of the gross damage. All packaged product is visually inspected after sealing and is immediately placed into an individual carton and then into a corrugate shipper. No carton or shipper was returned for examination and it is unknown what the storage conditions are after the product has left ees. The customer complaint stated that the device box was damaged when received, but the box was not returned for evaluation. The complaint states that box was punctured and the tyvek was punctured as well. The damage was caused by inappropriate handling or storage and most likely occurred external to ees. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device box was damaged when received. The box was punctured and the tyvek was punctured as well.